Event description:
Surgical retrieval pouch would not open up all the way during surgery on lap/chole. The pouch would only open up part way until the dr shot the pouch, but the pouch still did not open as it should have. The tech then had to cut the pouch part off to be able to remove it from the line of vision. It was easily removed and new product used which functioned properly.